Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly tortuous which likely contributed to the failure to advance. The reported dissection is a known adverse event listed in the xience v instructions for use (IFU). Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after pre-dilatation was performed, during the attempt to deploy the 3.0 x 18 mm xience v stent in a tough lesion, the stent delivery system would not cross and a dissection was observed. A xience v stent was used to treat the dissection. No additional information was provided.